Event description:
It was reported that the patient presented to clinic for routine follow up. It was discovered that the patient's right ventricular (rv) lead exhibited high pacing impedance. Furthermore, it was noted that the rv lead had high capture thresholds. There were no patient symptoms related to these issues. The physician elected to cap and replace the rv lead on (B)(6) 2021 during generator replacement. The patient was in stable condition.